Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable, and the impedance on both the rv coil and the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that both the rv and svc coil impedances were high at 254 ohms, and the rv coil impedances were varying from 52 to 254 ohms. (B)(4).

Event description:
It was also reported that the rv lead had fluctuating coil impedances.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib and superior vena cava (svc) coils. The patient continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).